Manufacturer narrative:
The lot number of the device was not provided, therefore the expiration date, manufacture date and device unique identifier (UDI) are unknown. Approximate age of device: unknown. The lot number was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that during a review of the device history a pump stoppage with a clock reset was noted. The patient was reportedly asymptomatic at the time. The patient denied simultaneous disconnection of both power cables. The system controller was exchanged. The power module patient cable, batteries, and battery clips had recently been exchanged as they were 3 years past manufacture date. The manufacturer's technical services reviewed the submitted log file and the pump stop and clock reset were observed to have occurred when there was a change from battery power to power module support. A low voltage event occurred where the voltage on the white and black leads dropped below the threshold voltage and the system controller reset. The patient did not return the power module patient cable to the implanting center, therefore the lot number was not available.

Manufacturer narrative:
Power module patient cable: the reported event of a pump stoppage with a clock reset was not able to be determined. The power module patient cable was not available for evaluation. Device evaluation -(B)(4). The reported event of a pump stoppage with a clock reset was confirmed based on the information recorded in the system controller log file. Numerous power cable disconnect alarms were recorded. The information recorded a power cable disconnect alarm followed by a complete loss of power. The remaining data, recorded after the power was restored, revealed normal system operation. The returned system controller was functionally tested using laboratory equipment and was found to function as intended. A full functional test was performed and the system controller passed all test steps. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. The investigation was unable to identify a correlation between the returned system controller and the clock reset event recorded in the log file. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.